Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the reported events could not be identified. Based on the results of the investigation, it is likely the most probable cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the ultrasound gastrovideoscope had corrosion around the light guide lens adhesive and chipped adhesive around the objective lens. There was no patient involvement.